Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 17-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). Patient's comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the team was unable to pass the impella 5.5 device due to small anatomy and noted that the patient had a small vessel. The impella 5.5 device was exchanged for an impella cp without any observed impact on the patient¿s hemodynamic status.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in b1(is product problem). The cause of the delivery issue was determined to be patient condition related to the patient¿s small anatomy.